Event description:
It was reported that on (B)(6) 2024, at 10 o'clock in the morning, the puncture point exudate occurred before the oncology patient underwent intravenous infusion and flushing, and the catheter was found to have a hole after examination, and the catheter was cut 8cm after strict aseptic operation, and the catheter was now inserted in length of 39cm, exposed 5cm, replaced with a new decompression sleeve and extension tube, and disinfected the skin to re-fix the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.